Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that troubleshot had occurred, drawer pockets had failed and would not release. A field service engineer opened all pockets through hardware test application and identified pockets that had opened but were registered as closed. The fse reseated all row board cable ends and cleared debris from the drawer. All pockets recovered, performed properly and also all bus and cable connections were verified, as well as drawer and pocket operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, 6m drawer 2.1-pocket a1 was failed to release. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.